Event description:
Pt reported that she received recurring beeps from her device and that she was also experiencing unexplained high blood glucose levels (approx 200 mg/dl). She believes her unexplained high blood glucose levels are associated with the recurring beeps.